Manufacturer narrative:
It was reported that after the implantation of a non-medtronic stent in the anterior descending branch, the diagonal branch occluded. The sprinter legend (lot 211748248) was sent to expand the diagonal lesion near the stent mesh and ruptured during inflation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use two sprinter legend rx ptca balloon catheters to treat a restenosed, non-tortuous and non-calcified lesion in the mid diagonal branch/lad with 85% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing devices from the hoop. The devices were inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre dilated. The devices passed through a previously-deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used during delivery. It was reported that after stent implantation the diagonal branch occluded. The sprinter legend (lot 211748248) was sent to expand the lesion and ruptured during inflation. The balloon was replaced by another sprinter legend of the same size (lot 213315796). A leak was also found in this device. Contrast media leak was seen in the distal end. It is suggested that the balloons burst when going through the stent. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: the device returned with no blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the mid-section of the balloon. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short radial tear on the balloon material immediately distal to the markerband. The tear site was oval in shape. Lead in scratches were not evident proximal and distal to the tear site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.